Event description:
It was reported that the user's caregiver contacted support for a high blood glucose of 399 mg/dl while using the ilet system and not performing meal announcements; the caregiver reported no symptoms and had recently performed a supply change, and support advised another supply change. Customer care provided technical support troubleshooting focused on infusion set/supply change. Investigation of this case revealed user-related use error due to missed meal announcements and a potential infusion site or supply-related contribution. No clinical symptoms reported during the event. Outcomes included no need for medical intervention. It was concluded that the event was consistent with hyperglycemia associated with use error, with device function not confirmed to be at fault. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.